Event description:
It was reported that during a surgical procedure at the user facility, the device became clogged. The procedure was completed successfully. No delay, no medical interventions, and no adverse consequences were reported with this event.

Event description:
It was reported that during a surgical procedure at the user facility the device became clogged. The procedure was completed successfully. No delay, no medical interventions, and no adverse consequences were reported with this event.

Manufacturer narrative:
The device was scrapped by the customer and not available for evaluation. Device not returned.